Manufacturer narrative:
To date, the device and lead remain in service therefore; the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated an amended should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead experienced a shock for ventricular fibrillation (vf) and a high shock impedances of 550 ohms was observed. During the follow up, visit the device and lead revealed shocking impedances dropped to 110 ohms. The physician questioned why a sudden drop in impedances. At this time a shorten lead condition or connection issue could not be confirmed or denied. No additional adverse patient effects were reported. The device and lead remains in service.

Manufacturer narrative:
-

Event description:
--